Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 06/30: customer reports that a patient was having a stone removal procedure. Physicians determined the image quality of the system did not provide them with adequate imaging to perform the procedure and cancelled the procedure. Physician performed the patient procedure at a later time at another healthcare facility. No reported injury. Customer would not provide further patient information.